Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The report indicated that the filter subsequently malfunctioned and caused perforation and tilting. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilting. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilting. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. Per the medical records, prior to the index procedure, the patient had been involved in a motor vehicle accident with severe comminuted distal third and middle third shaft tibia fracture and was admitted for internal fixation. Approximately eight years and ten months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for an unspecified injury of the inferior vena cava (ivc) and to recheck the ivc filter. The CT scan revealed the presence of an ivc filter centered at the l3 level. The report addendum findings reported the optease filter in situ with approximately 4 degrees left lateral tilt and 11 degrees anterior tilt on coronal and sagittal images respectively. The tip of the filter is approximate 2.1cm below the left renal vein. The midportion of the graft limbs extend beyond the ivc lumen without obvious impingement of the adjacent structures. No evidence of device fracture or ivc stenosis was noted. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and further experienced anxiety related to the filter. Per the medical records, the patient was noted to have a longstanding history of psychiatric illness and suicidal ideation, depression, bipolar disorder, left mastectomy, hysterectomy, gastroesophageal reflux disease, hypertension and hyperlipidemia. Prior to the index procedure, the patient underwent internal fixation of the tibia, fasciotomy, application of negative pressure wound dressing and blood transfusion. The patient had been involved in a motor vehicle accident (mva) and sustained severe trauma resulting in significant osseous injuries in the right lover extremity; and therefore, was not a candidate for anticoagulation. According to the implant records, placement of the ivc filter was requested as results from a CT scan demonstrated evidence of a relatively extensive pulmonary thromboembolism. Using sterile technique and real time ultrasound guidance, the right common femoral vein was punctured with a micro puncture set. An inferior vena cavogram was performed demonstrating the ivc to be of normal caliber and free of clots and no contraindication to filter placement. The renal veins were in normal position, at the l1 level. Following review of the inferior venacavogram, the optease filter was deployed with its superior tip at the superior endplate of l2. The optease filter was deployed in good position without difficulty or immediate complication. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes psychiatric illness and suicidal ideation, depression, bipolar disorder, left mastectomy, hysterectomy, gastroesophageal reflux disease, hypertension and hyperlipidemia. Prior to the index procedure, the patient underwent internal fixation of the tibia, fasciotomy, application of negative pressure wound dressing and blood transfusion. The patient had been involved in a motor vehicle accident (mva) and sustained severe trauma resulting in significant osseous injuries in the right lover extremity; and therefore, was not a candidate for anticoagulation. According to the implant records, placement of the ivc filter was requested as results from a CT scan demonstrated evidence of a relatively extensive pulmonary thromboembolism. Using sterile technique and real time ultrasound guidance, the right common femoral vein was punctured with a micro puncture set. A venacavogram was performed demonstrating the ivc to be of normal caliber and free of clots and no contraindication to filter placement. The renal veins were in normal position, at the l1 level. Following review of the inferior venacavogram, the optease filter was deployed with its superior tip at the superior endplate of l2. The optease filter was deployed in good position without difficulty or immediate complication. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilt. Approximately eight years and ten months post implant, a CT scan revealed the presence of an ivc filter centered at the l3 level. The report addendum findings reported the optease filter in situ with approximately 4 degrees left lateral tilt and 11 degrees anterior tilt on coronal and sagittal images respectively. The tip of the filter is approximate 2.1cm below the left renal vein. The midportion of the graft limbs extend beyond the ivc lumen without obvious impingement of the adjacent structures. No evidence of device fracture or ivc stenosis was noted. Per the patient profile form (ppf), the patient reports tilting of the filter and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was a motor vehicle accident with severe comminuted distal third and middle third shaft tibia fracture and was admitted for internal fixation. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilting. Approximately eight years and ten months after implant, a CT scan revealed the presence of an ivc filter centered at the l3 level. The report addendum findings reported the optease filter in situ with approximately 4 degrees left lateral tilt and 11 degrees anterior tilt on coronal and sagittal images respectively. The tip of the filter is approximate 2.1cm below the left renal vein. The midportion of the graft limbs extend beyond the ivc lumen without obvious impingement of the adjacent structures. No evidence of device fracture or ivc stenosis was noted. Per the patient profile form (ppf), the patient reports tilting of the filter and further experienced anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilting. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. Per the medical records, prior to the index procedure, the patient had been involved in a motor vehicle accident with severe comminuted distal third and middle third shaft tibia fracture and was admitted for internal fixation. Approximately eight years and ten months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for an unspecified injury of the inferior vena cava (ivc) and to recheck the ivc filter. The CT scan revealed the presence of an ivc filter centered at the l3 level. The report addendum findings reported the optease filter in situ with approximately 4 degrees left lateral tilt and 11 degrees anterior tilt on coronal and sagittal images respectively. The tip of the filter is approximate 2.1cm below the left renal vein. The midportion of the graft limbs extend beyond the ivc lumen without obvious impingement of the adjacent structures. No evidence of device fracture or ivc stenosis was noted. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and further experienced anxiety related to the filter.